Event description:
The iab was inserted into the pt on 2/12/98 and removed on 2/16/98. The iab did not malfunction. The pt had major ischemia and removal of the iab was required. (Event complications: the pt had major ischemia/removal required- rpt'd 2/20/98.) (Pt's current status: unk- rpt'd 2/20/98.)